Manufacturer narrative:
A partial lead connector portion measuring 19.5 cm was returned. Final analysis found an external abrasion breaching the outer insulation at 8.1 cm to 8.3 cm from the connector pin. The abrasion was consistent with friction of the lead to the device can. Other damage found was sustained during the surgical procedure.

Event description:
It was reported that the asymptomatic patient presented in the operating room for an unrelated procedure. During procedure, auto mode switch episodes were observed due to atrial lead noise. The noise was not reproducible. The lead was capped and replaced on (B)(6) 2017 without adverse event. Patient remained stable before, during, and after the procedure and will continue to be monitored.